Event description:
Initial (25-feb-2024). This serious case reported by a consumer via email refers to a female whose age, medical history, concomitant medications and allergies were not reported. The consumer was using dentek professional fit dental guard for teeth grinding and clenching per her dentist recommendations and after fitting the guard found that a crown on her tooth became loose causing a tooth infection and leading to removal of the tooth. She was prescribed amoxicillin for the tooth infection. This case outcome is recovering/resolving. Meddra version 26.1. Expectedness: tooth infection: unexpected. Tooth loss: unexpected. Off label use. According to the company reference safety information.